Manufacturer narrative:
(B)(4). Date sent: 7/1/2025. B3: publication year of 2014. D4: batch #: unk. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Attempts were made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. This report is being submitted as part of a retrospective review of published scientific articles captured under CAPA-014204. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Title: a comparison of total thyroidectomies carried out through ligasure and harmonic scalpel: a retrospective study. Authors: kemal peker, ayça tuba dumanli özcan, murat sahin, abdullah inal, kemal kiliç, and fatih özçIçek. Citation: turk j med sci (2014) 44: 255-260 © tübitak. Doi:10.3906/sag-1210-94. The objective of this a nonrandomized retrospective study is report the experienced encountered in both ligasure (ls) and harmonic scalpel (hs) in thyroid surgery. There were 326 patients (284 females and 42 males), ages ranging from 19 to 72 years (mean 42.8 ± 12.4), who underwent primary thyroid surgery between december 2006 and february 2011. Thyroidectomy with hs was performed in 136 patients, with ls in 126 patients, and with the conventional technique in 64 patients. The inferior, middle, and superior thyroid vessels were transected with hs. Postoperative bleeding was noted in 2 patients (1male and 1 female) in the surgical cavity. The female patient underwent re-exploration, hematoma evacuation, and ligation of bleeding vessel. Hematoma in the male patient spontaneously regressed. Transient hoarseness was noted in 1 patient. Transient hypocalcemia was noted in 6 patients. In conclusion, the authors reported that the results revealed that use of ls and hs may shorten operation duration by nearly 30 min and eliminate the requirements for sutures and clips when compared with conventional total thyroidectomy. Results of the hs assisted total thyroidectomy group were parallel to those of the conventional surgery group, proving that hs is efficient and reliable for thyroid surgery.